Manufacturer narrative:
Aneurysm enlargement. Disease progression resulting in dilatation of the suprarenal aorta. From the examination of the returned devices, a single ring fatigue fracture was observed on the non-sealing zone of the bifurcate (at ring 3). Two spring abrasion holes were seen on the mid-length of the contralateral limb. There were no reports of endoleaks in this area, and the holes appeared covered by tissue/thrombus. Multiple suture breaks were also observed at the mid-length of the ipsi and contra limbs, indicating that both limbs were likely subjected to high angulation. The distal limbs were left in the pt, thereby limiting the extent of the eval.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm approx 9 yrs ago. Vessel morphology at the time of implant was not reported. It was reported the devices were explanted due to disease progression resulting in dilatation of the suprarenal aorta, without evidence of any endoleak. It was reported that the pt was originally treated for an infrarenal aaa with an aneurysmal right common iliac artery. Serial surveillance at a 3 year follow-up showed continued exclusion of the 4 cm infrarenal aaa, with mild dilation of the suprarenal aorta to 3.3 cm in diameter. Continued annual CT follow-ups during the next 4 to 7 years showed the stent graft unchanged in position, with the infrarenal aaa diameter remaining at approx 4 cm. Due to the pt's renal insufficiency, no contrast during CT was utilized, and eval of an endoleak could not be performed during this follow-up period. Arteriogram performed just prior to the explant showed continued dilation of the suprarenal aorta to 4.9 cm. The infrarenal aaa diameter was stable at 4 cm, and no stent graft migration or endoleak was observed. During the successful surgical conversion, the proximal aortic portion of the stent graft was removed; the distal stent graft limbs were left in the pt. The explanted stent graft was reported as well incorporated, intact, with no endoleak. The stents grafts were returned to medtronic and their eval has been completed. No additional clinical sequelae were reported and the pt is fine.